Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital after the patient received multiple shocks. Device was in backup mode after delivering multiple inappropriate shocks. Review of device image noted large number of inappropriate shocks due to noise which could be related to lead damage or device header issue. During replacement procedure, lead fracture was noted at the end of the lead. Device and lead were explanted and replaced. Patient's condition was stable and the patient was discharged from hospital in stable condition.

Manufacturer narrative:
A fracture of the inner coil was noted at 64.2 cm from the connector pin. This is consistent with the observation from the field of noise and inappropriate hv therapy.